Event description:
The provider states the hemi walker has as a defective base. She states the unit is bent at the base and the end user is only (B)(6) lbs. She states the hemi walker is unstable and the end user cannot use it safely.